Event description:
The reporter stated that, device gave a lead fault error and blanked the tracing of lead ii. Device also exhibited a com port data error and was unusable for the rest of the flight.